Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was missing and the pessary was stuck inside. She was unable to remove the pessary and had to visit the emergency room for assistance. The doctor removed the pessary and she experienced vaginal trauma. She was provided pain medication and the pain resolved.